Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and treated with bolus correction. The current blood glucose was 120 mg/dl and 2 days ago it was 400 mg/dl. Customer also reported that, the infusion set cannula was kinked. Customer stated that, and she almost went into diabetes ketoacidosis. Customer declined to troubleshoot for high blood glucose and read little note of troubleshooting matrix for her declining will transfer her over once done and no further assistance needed. Troubleshoot for kicked cannula and she had been experienced that, she wants to replace out her sets to the sure t. The device will not be returned for analysis.